Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k061118.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/04/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed a battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began about 2 months ago prior to contacting lfs. The customer care advocate (cca) was advised the patient manages her diabetes with amaryl pills (amount not specified). The patient stated she increased her usual dose of amaryl (4 mg). At an unspecified time after the alleged issue begun, the patient claimed she felt sweaty, shaky nauseated and dizzy. The patient did not specify any medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through replacing the batteries to resolve the alleged issue. Replacement products were still sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.